Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead pacing impedance triggered an alert when it dipped below the programmed lower limit. The rv lead remains in use. No patient complications have been reported as a result of this event.